Event description:
It was reported that the patient was seen in clinic for a cardioversion and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The physician elected to explant and replace the device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal device characteristics.